Event description:
A 2.75 mm diameter x 18 mm length micro driver coronary stent delivery system was inserted into a patient for the treatment of an rca lesion. Vessel morphology was reported as a moderately tortuous and moderately calcified with 80% stenosis. The lesion was pre-dilated. The micro driver stent delivery system was inserted in an attempt to cross the lesion; however, was unable to cross lesion. The device was pulled back; however, when removing the delivery system, the stent dislodged from the balloon. The undeployed stent remains in the periphery. The lesion site was not treated. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusion: embolism-device, moderately tortuous and moderately calcified lesion with 80% stenosis.